Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was followed-up in clinic after the patient experienced chest pain. Upon interrogation, it was noted that the patient was in atrial fibrillation. Although the device was mode switching, there was undersensing of half of the p-waves and the device was taking longer time to mode switch. Device was reprogrammed. Patient is doing well since device reprogramming.